Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. The leak was observed during filling of the device prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: . H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye noted evidence of leak/backflow at the fillport when leak tested with green colored water. Further inspection revealed the cause of the leak/backflow condition was due to a particle lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. The reported condition of leak was verified. The cause of the condition was determined to be due to a particle lodged under the checkband, however the cause of the particle was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.